Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a revision surgery on the lumbar region of his spine from l5 to s1 in which rhbmp-2/acs was used. An MRI taken (B)(6) 2012 reportedly indicated recurrent spinal stenosis and disc bulges compressing the nerve roots at the levels of implant. Reportedly, patient continues to experience severe and unrelenting low back pain that radiates into his lower extremities and impedes his ability to ambulate, sit and stand.